Manufacturer narrative:
Product evaluation was not performed and complaint was confirmed with x-rays DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined.

Event description:
Pedicle screw was identified as fractured x-ray. In post-operative x-ray.